Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Two drainage catheter were placed in the patient on (B)(6) 2015. The patient returned on (B)(6) 2015 and it was noted that the hub on one of the catheters had separated from the end of the catheter. The customer reported that no additional procedures were performed, and there were no patient injuries as a result of this occurrence.